Manufacturer narrative:
A ge service representative performed an investigation. The cine drive was evaluated and reformatted. The system was tested and found to be working as intended and returned to service.

Event description:
It was reported that the cine function was not operating correctly. This resulted in loss of subtraction, road-mapping, or other critical vascular cine functions. There is no report of injury or death associated with the event described in this complaint.